Manufacturer narrative:
Argus case:(B)(4).

Event description:
She almost choked [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 9-year-old female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. It was unknown if the reporter considered the choking to be related to sensodyne toothbrush. Additional details: consumer bought a children's toothbrush from the supermarket, for 9 year old daughter, and after 5 days of use the brush started to loosen the bristles, almost causing an accident, she almost choked. Due to the value and the brand or quality of sensodyne, consumer thought the product was compatible, in addition to giving consumer security and confidence. Unfortunately, consumer no longer have the receipt to go to the store and ask for money back or another product. But consumer had the product and can prove that it was original and that it was sensodyne. Consumer brought other sensordyne products, which are very good, so bought the brush for little one. Consumer expect a return and ask to check the quality of this product in the market, so that it does not cause more serious problems. Follow up information was received on 18-sep-2020 via quality assurance regarding complaint 01015984, pqc40402 and 01000632 (lot number unknown). No sample was returned for this complaint and the lot/batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated and will be closed as inconclusive. If the consumer contacted with additional information or if the complaint sample was received, the complaint issue will be reopened and further evaluated.